Manufacturer narrative:
Patient information is unknown. Date of event is unknown. PMA/510k: 1 unknown screws: trauma. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, on an unknown date, using an unknown synthes plate and 2.4mm variable angle (va) locking screws to repair an unknown distal humerus fracture, the surgeon reported that the locking screw would not lock into the plate and would "spin" in the bone. In addition, the surgeon reported that the pilot hole in the bone was stripped and that the screw head has sunk into the recess of the plate. The surgeon does not use the torque limiting attachment and stated that he tightens the screws "tighter than other surgeons". There was a delay of unknown length while the surgeon removed the malfunctioning screw. He was able to remove the screw by using an elevator under the plate. The surgeon completed the surgery using different screws at another location in the plate. Upon later review, after this same issue occurred in four different procedures on elbow plates, the surgeon theorized that it was possible that the screw being inserted "bumped into" or made contact with other implanted screws and this changed the trajectory of the screw, contributing to the malfunction. Concomitant devices reported: unknown synthes plate (part #: unknown, lot #: unknown, qty. 1). This report is for 1 unknown screws: trauma. This is report 1 of 1 for (B)(4).